Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. The device was in use on a patient. There was no report of patient or user harm.